Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility a 84-year-old female patient was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that placement of impella 5.5 was attempted but the impella would not cross into the aorta. The impella 5.5 was removed and an impella cp was placed via axillary approach so the patient could continue to be hemodynamic supported. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition since the pump could not cross the aorta as vessels were pad/pvd.